Manufacturer narrative:
The insulin pump was received with no button response on the down arrow button due to cracked trace on keypad assembly. Analysis was unable to perform displacement test due to unresponsive keypad. The insulin pump was received with missing retainer and missing reservoir tube o-ring. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the retainer ring was missing. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.